Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the (B)(4) complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that corrosion was seen on the femoral component trunion as well as spots ont he inner taper at the modular femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.